Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [(B)(4)]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd insyte¿ autoguard¿ bc shielded IV catheter it was leaking. The following was received by the initial reporter: verbatim: describe the event or problem: after the nurse inserted the IV, they noticed that there was blood leaking from the side of the catheter. It was removed and discarded. Wrapper was saved for the quality department. No harm occurred to the patient.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using the bd insyte¿ autoguard¿ bc shielded IV catheter it was leaking. The following was received by the initial reporter: verbatim: describe the event or problem: after the nurse inserted the IV, they noticed that there was blood leaking from the side of the catheter. It was removed and discarded. Wrapper was saved for the quality department. No harm occurred to the patient.